Manufacturer narrative:
(B)(4).

Event description:
After pump implant, they really didn't see any change for the pt; it was relieving spasticity "somewhat". The hcp was continuing to increase the dosage. Since the last refill in early (B)(6) 2011, there had been a change in therapy effect; the pt had been having blackouts, convulsions, headaches and a return of spasticity. On (B)(6) 2011, the hcp performed a dye study and they found the dye pooling behind the pump; they were able to aspirate the catheter. Imaging was also performed and no problem was found. The pt was sent to another facility. On (B)(6) 2011, another dye study and a rotor study were done and no problems were found. The pump log did not show any alarms. There had been no volume discrepancies at the past couple of refills. The physician's plan was to send the pt back to the pump managing physician and have the dosage increased. The pt's family was looking for another physician and was considering having the pump explanted. The device system was used to deliver lioresal. Add'l info has been requested a f/u report will be sent if add'l info becomes available.